Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our current knowledge.

Event description:
The customer stated that she was hospitalized due to high blood glucose and was given a manual injection to treat and was sent home. No blood glucose reading was reported. The customer stated that the day after she left the hospital she had to go back to the hospital again for high blood glucose. The reported blood glucose reading was 252 mg/dl. Troubleshooting was performed and the insulin pump passed the prime and high pressure tests. It was explained to the customer that her basal rates may need to be adjusted by her doctor. It was found that the bolus max had been set to zero and this is why she was not receiving any insulin.